Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -0.00 mv. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had alarmed critical pump error. The customer was assisted with troubleshooting. Customer's blood glucose level was 233mg/dl at the time of the incident. The caller stated that they received a critical pump error image on the insulin pump's screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.